Event description:
It was reported that post a percutaneous coronary intervention (pci) procedure, in stent restenosis (isr) occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 3.0x20mm taxus liberte stent was implanted without complications. Six months later during a follow up visit, coronary angiography confirmed isr of the taxus liberte. The 90% restenosed lesion was in the non-calcified and moderately tortuous lad. To treat the restenosis, a 3.0x10mm flextome cutting balloon was inflated three times. No additional complications were reported. The patient's current condition is listed as "good".

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device was not completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.